Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/22/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, brown and yellow particles, and a curved opening. A leak test was performed which identified leakage per brown particles, these particles were not removed and, subsequently, a microscopic analysis was performed which identified a particle leakage. Also, a microscopic analysis identified a sharp curved opening on the plug strap bond edge, assessed as an unidentified (tear) opening (a dimension measurement in the shell was performed which identified the thickness within specification), partial delamination of diaphram flange disk, assessed as adhesive failure. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a sharp opening, assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.